Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230455808); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open and was damaged at the distal end. The patient was undergoing a procedure for flow diversion treatment of a right posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the aneurysm neck was 6mm. Vessel tortuosity was minimal. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). A triaxial system was used with a guide catheter and intermediate catheter in the right carotid artery. The phenom 27 microcatheter was delivered with the guidewire to the right middle cerebral artery (mca). The pipeline was then delivered. During deployment, the distal end of the pipeline was not opening adequately and appeared damaged/frayed. More than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was not positioned in a bend. The surgeon attempted maneuvers including recapture and redeployment to try and open the distal end of the pipeline stent but it could not be opened sufficiently. The pipeline was resheathed more than 2 times. No other steps or devices were used to open the pipeline. Finally, the pipeline was resheathed and removed with the microcatheter. There was no harm or injury to the patient associated with this event. Post-procedure angiographic results were without complication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no friction or other difficulty during delivery of the pipeline. There was no device issue or damage to the phenom 27 microcatheter that was used in the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction or difficulty during delivery of the pipeline. There was no damage or difficulty with the phenom 27 catheter.

Manufacturer narrative:
H3: the pipeline flex shield device was returned for analysis, stuck inside a phenom 27 catheter. The pipeline flex shield¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was open and frayed, while the proximal end was not open and frayed. The middle part was open with dried blood. No bends or kinks were found on the pusher wire. No other anomalies were found. The pipeline flex shield device braid was easily removed from the phenom 27 catheter lumen. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex shield braid¿s distal end was open and frayed, while the proximal end was not open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal, and the device was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.